Event description:
It was reported that the pump could not be charged using the tandem-provided charging cable and wall adapter. There was no reported impact to the customer's blood glucose level. The pump was able to successfully be charged with alternate charging supplies.